Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. The patient experienced pain and discomfort on (B)(6) 2025. An abdominal x-ray was performed on (B)(6) 2025 and confirmed that the balloon was hyperinflated. According to the information provided, the bib intragastric balloon system contains blue dye, probably methylene blue. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.

Manufacturer narrative:
Block h6: imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of spontaneous inflation.

Manufacturer narrative:
Block h6. Imdrf impact code f2202 is being used to capture the reportable event of endoscopic procedure. Imdrf impact code f2203 is being used to capture the reportable event of imaging required. Device code a1406 is being used to capture the reportable event of spontaneous inflation. Block h11. The returned orbera device was analyzed. A visual inspection was performed. The device was received in a deflated condition, and the balloon was observed to be blue in color, consistent with filling using methylene blue. The customer also provided photos showing the device label information and imaged of the balloon in an inflated state. In the provided images, a visible line consistent with the presence of air within the balloon can be observed. Based on the available information, the reported events of balloon spontaneous inflation and use of device issue - user error are confirmed. A labeling review was performed and found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. It was reported that methylene blue was used when filling the orbera balloon. However, according to the instructions for use (IFU), the igb is placed in the stomach and filled with sterile saline. There is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, the events of balloon spontaneous inflation, pain, discomfort and vomiting are known and documented in the labeling and all reasonable steps have been taken (including both short or long term known complications or adverse reactions). For these reasons, these events are catalogued as "known inherent risk of device." For the events imaging required and endoscopic procedure, they happened during the procedure and the most probable cause of those reported issues cannot be established due to lack of evidence. For this reason, they will be classified as cause not established. All compiled information on this investigation determines that the most probable cause is "known inherent risk of device."

Event description:
It was reported to boston scientific corporation that a bib intragastric balloon system placement procedure was performed on (B)(6) 2025. The patient experienced pain and discomfort on (B)(6) 2025. An abdominal x-ray was performed on (B)(6) 2025 and confirmed that the balloon was hyperinflated. According to the information provided, the bib intragastric balloon system contains blue dye, probably methylene blue. A balloon removal procedure was performed, and a new balloon was placed on (B)(6) 2025. Note: the instructions for use (IFU) indicate that the igb is placed in the stomach and filled with sterile saline.